Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 350 mg/dl, 250 mg/dl, and 132 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated that at another time, other results of 250 mg/dl and 124 mg/dl were obtained within 10 minutes on the same system. Reporter stated that at another time, other results of 320 mg/dl and 105 mg/dl were obtained within 10 minutes on the same system. Reporter stated that at another time, results of 250 mg/dl and 122 mg/dl were obtained within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.